Manufacturer narrative:
Corrected. The customer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer stated there was no patient involvement at the time of the reported issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported that it is unknown if the unit was in clinical use at the time the reported issue was discovered and it is unknown if there was harm to the patient or user.